Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/29/2013 with the following findings: the pump was powered on and the display screen was found to be blank. The keypad buttons and audio bolus button function could not be tested due to the blank display. The pump had vibratory function, but no audible tones were noted. The audio bolus button cover was found to be torn. The pump was opened and moisture damage was found on the printed circuit board.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their pump no longer works. The reporter noted that the pump was still active, but the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.